Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion flow block ararm. The site of blockage was at tubing. No further information available.